Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances on some of the contacts. The patient had a routine eri battery replacement scheduled for today, when they interrogated their device prior to the procedure, they found the high impedances. They then ran a therapy impedance check and found that the high impedance's were not affecting therapy. The surgeon then did the battery replacement and replaced both the battery and the pocket adapter. The high impedances didn't change. The issue was unresolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.